Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While cutting during a total knee the straight saw attachment stopped working. We swapped out to a different saw attachment and same issue. After swapping mics it was noticed that the ball bearing piece that connects to the saw attachments and turns the motor fell out of the defective mics onto the floor. Case type: tka. Surgical delay: =15 minutes.

Manufacturer narrative:
Reported event: while cutting during a total knee the straight saw attachment stopped working. We swapped out to a different saw attachment and same issue. After swapping mics it was noticed that the ball bearing piece that connects to the saw attachements and turns the motor fell out of the defective mics onto the floor. Product evaluation and results: visual inspection visual inspection confirmed that the nut was missing from inside the collar. Attempts to repair were unsuccessful and the part was rtv for rework. Functional inspection functional inspection was not performed as visual inspection confirmed the failure. As per wo-01601853 and case number 03454669 product was returned to vendor. Product history review: device history records indicate 25 devices were manufactured under lot k0b5m and all 25 devices were accepted into final stock on 05/21/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k0b5m shows no additional complaints related to the failure in this investigation. Conclusions: (per d03391, preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event.) The failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc 1429704 and CAPA 1452931 are associated with the failure mode reported in this event.

Event description:
While cutting during a total knee the straight saw attachment stopped working. We swapped out to a different saw attachment and same issue. After swapping mics it was noticed that the ball bearing piece that connects to the saw attachements and turns the motor fell out of the defective mics onto the floor. Case type: tka. Surgical delay: =15 minutes.